Event description:
Pt came in as outpatient for place of a double-lumen port. Chemotherapy prescribed required use of double lumen port. Equipment failed twice and port was not placed. Details: attempts to connect the first catheter to the port resulted in shearing and splitting of the catheter. This catheter was removed. A second catheter was then inserted. Any attempts at aspiration resulted in significant air bubbling. A crack in the catheter was identified. The second catheter was removed.